Event description:
It was reported by service report that the fowler allegedly has broken welds and the fowler cannot lay flat within 15 degrees. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken weld.